Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('they think that right one has perforated uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), back pain ("back pain on my right side"), hypertension ("blood pressure high"), pelvic pain ("pain") and insomnia ("can't sleep"). The patient was treated with surgery hysterectomy (B)(6) 2015 essure was removed. At the time of the report, the uterine perforation, allergy to metals, back pain, hypertension, pelvic pain and insomnia outcome was unknown. The reporter considered allergy to metals, back pain, hypertension, insomnia, pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('they think that right one has perforated uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), back pain ("back pain on my right side"), hypertension ("blood pressure high"), pelvic pain ("pain") and insomnia ("can't sleep"). The patient was treated with surgery (hysterectomy ((B)(6) 2015)). Essure was removed. At the time of the report, the uterine perforation, allergy to metals, back pain, hypertension, pelvic pain and insomnia outcome was unknown. The reporter considered allergy to metals, back pain, hypertension, insomnia, pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('they think that right one has perforated uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), back pain ("back pain on my right side"), hypertension ("blood pressure high"), pelvic pain ("pain") and insomnia ("can't sleep"). The patient was treated with surgery (hysterectomy ((B)(6) 2015)). Essure was removed. At the time of the report, the uterine perforation, allergy to metals, back pain, hypertension, pelvic pain and insomnia outcome was unknown. The reporter considered allergy to metals, back pain, hypertension, insomnia, pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.